Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle test strips and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc meter. The customer reported that her "blood glucose readings all over the place" and experienced symptoms described as dizziness and ¿everything was dark¿. The customer self-treated with tru glucose pills and was taken to the hospital where she received unspecified treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6), has been returned and investigated with returned test strips. Visual inspection has been performed, and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed, and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported, with the adc meter. The customer reported, that her "blood glucose readings all over the place". And experienced symptoms described as dizziness and ¿everything was dark¿. The customer self-treated with tru glucose pills. And was taken to the hospital, where she received unspecified treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.